Event description:
A tandem mobi cartridge alarm was reported, which occurred during the load process. There was no adverse impact to the customer's blood glucose level. Technical support confirmed cartridge alarm 30 and decided to replace the pump, as the customer had experienced issues with consecutive cartridges. The customer agreed to use multiple daily injections as a backup therapy and confirmed familiarity with storing and returning the pump. They acknowledged instructions to send back the faulty pump using a provided return box and to transfer pump settings and connect their continuous glucose monitor to the new device. A replacement pump was dispatched by technical support.